Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control and smart power pcb's were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the power switch on the workstation illuminates but the system would not complete boot up. There is no report of a pt injury or death associated with this event.